Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: canitrot et al. An observational single-center study: comparison of the 29-mm sapien 3 with the 34-mm evolut-r in patients with a large aortic annulus. Journal of interventional cardiology. June 2025 (1). Doi: 10.1155/joic/5992132. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a comparison of the 29-mm sapien 3 with the 34-mm evolut-r in patients with a large aortic annulus. The study population included 172 patients who were predominantly male with a mean age of 83 years old. Multiple manufacturer¿s devices were implanted in the study population; 62 patients were implanted with a medtronic evolut r bioprosthetic valve. Three peri-procedural deaths and five intra-hospital deaths occurred in the study population. One procedural death was with an evolut r patient due to an aortic dissection. No further details were provided on this death. Regarding the remaining deaths, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all evolut r patients, clinical observations included: stroke, major vascular or bleeding complication, moderate to severe aortic regurgitation, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.